Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the external pulse generator (epg) generated an error code after booting up. It was noted that the display board and keypad were broken. Due to there being no parts available for repair, the epg was returned unrepaired to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed error information after booting. The epg has been returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.